Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the asae/ major bleed: heparin stopped d/t oozing. The cause of the access site adverse event was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that the patient was admitted in cardiogenic shock. The patient presented to the operating room for exchange to an impella 5.5 for additional hemodynamic support. While on support, heparin was stopped due to oozing at the access site around the sheath. Later, the patient was successfully weaned and bridged to a durable left ventricular assist device in the operating room. The patient's outcome at explant was noted as survived.